Event description:
It was reported the wand connection was not good. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; not able to plug in the rf (radio frequency) head due to a bent pin on the rf head cable connection. Lem link electronic module (lem) printed circuit board assembly found damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).